Event description:
In 2008, the pt was implanted with a smooth gel-filled mammary prosthesis during a breast augmentation procedure. Subsequently, the pt experienced a rupture and rash. The device has not been removed.